Event description:
It was reported that no further information was available. It was reported that since the follow-up of the patient is not part of a research protocol, the information requested was not collected. No further relevant information can be obtained.

Manufacturer narrative:
Terra vc, et al, vagus nerve stimulation in pediatric patients: is it really worthwhile? Epilepsy behav (2013), (B)(6).

Event description:
An article entitled ¿vagus nerve stimulation in pediatric patients: is it really worthwhile?¿ was received and reviewed. The article detailed a case-controlled prospective study of children with refractory epilepsy submitted to vagal nerve stimulator implant and a control group with epilepsy treated with anti-epileptic drugs. Thirty-six patients were implanted with vns from february 2009 to january 2012. Implant surgery consisted of a left-sided lead and generator implant. The generator was activated 24-hours after surgery, and patients were discharged from the hospital at the third post-operative day. The output current was increased up to 1.5 ma in the next two days while maintaining the other parameters. The parameters remained stable for at least three months and were then adjusted. Questionnaires to the patients¿ parents were utilized. Hospitalizations were calculated based on all visits to the hospital per year lasting more than 12 hours. Traumas were considered all traumatic events that led the patient to hospital care per year. In this study, the vns group showed significant reduction in trauma associated with seizures and in the number of hospitalizations. Positive effects noted included improvement of mood and alertness (irrespective of reduction in seizure frequency). At long-term follow-up, 55.4% of the vns patients had at least 50% reduction in seizure frequency with 11.1% of patient present a 95% reduction. A decreased in traumas and hospitalizations due to seizures and a subjective improvement in mood and alertness were observed. Vns patients evolved with a statistically significant reduction of the number of seizures, a decreased morbidity of the seizures, and the number of days in inpatient care. Vns was determined to be an effective alternative treatment. Adverse events related to vns were documented. Attempts for additional information have been unsuccessful: one patient experienced a lead fracture 16 months after implant. (MFR report #1644487-2013-03866) one patient experienced a different seizure. (MFR report #1644487-2013-03868) two patient evolved with a worsening of seizures, and in these cases, the vagal nerve stimulator was turned off. (MFR report #1644487-2013-03875, MFR report #1644487-2013-03876) two patients died during follow-up. (MFR report #1644487-2013-03880, MFR report #1644487-2013-03881) three patients developed an infection that could not be treated with antibiotics, and the device had to be explanted. (MFR report #1644487-2013-03877, MFR report #1644487-2013-03878, MFR report #1644487-2013-03879) six patients experienced and increase in seizure intensity. (MFR report #1644487-2013-03869, MFR report #1644487-2013-03870, MFR report #1644487-2013-03871, MFR report #1644487-2013-03872, MFR report #1644487-2013-03873, MFR report #1644487-2013-0387). This MDR captures the report of patient three of three with an infection and that led to device explant.